Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with repeated software errors. The customer was unable to clear the alarms. The customer's blood glucose was normal and did not require medical treatment. No further details were given, and no products were returned or replaced.